Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported the patient underwent another gynecological procedure on (B)(6) 2005 and tyco (covidien) was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior paravaginal repair due to pop, and sui. It was reported that the patient underwent mesh removal on 02/13/2005 due to ¿bladder prolapse into the vaginal wall and was very painful¿. It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted into the patient. It was also reported that the patient underwent a surgical procedure on (B)(6) 2005 and tyco (covidien) was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.